Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited no disposable clamp tubing alarm" with bubbles observed". No patient injury reported.